Event description:
E-mail received from a patient reporting halos and cloudy vision with her multifocal intraocular lens implant. Lens was implanted 1 year ago and remains implanted. She stated her near vision is good, but requires eyeglasses for mid-vision. Attempts to obtain additional product identifiers from the patient have been unsuccessful.

Manufacturer narrative:
Customer's meter sn (B)(4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings to those reported by the customer were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 385 mg/dl, 144 mg/dl, 133 mg/dl, 180 mg/dl, 117 mg/dl, 117 mg/dl, and 118 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.